Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6), 2012 at 830am. The patient manages her diabetes with a combination of medications including novolog insulin (other medications not clear). It is not known if changes were made to the patient's usual diabetes management routine. About 5 minutes after the start of the alleged issue, the patient claims she felt symptoms of tired and shaky hands. The patient treated self with food and/ or drink. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca noted there was no indication of misuse. The patient was advised the batteries needed to be replaced in the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.